Event description:
The reporter contacted animas on (B)(6) 2014 alleging power (no power) issue. Customer support (cs) completed troubleshooting and the patient did not replace battery after receiving low battery alarm. The patient experienced a blood glucose (bg) of 540mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the patient¿s hyperglycemic event that resulted from the patient¿s failure to replace battery after receiving low battery alarm.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: unexplained por¿s observed in the black box. No damage found to the battery compartment or returned battery cap. Returned battery cap full attaches to the pump with no visible yellow o ring showing. The pump boots to the verify screen with audible and vibratory features. A 24hr duration test was successfully completed with retuned battery cap and returned cartridge cap; no por¿s were duplicated. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover and there was no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient failed to replace battery after receiving low battery alarm).